Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced pain at the pocket location after a year of implant. After explant there appeared to be some cracking in the insulation. The device was returned.